Event description:
The launcher guiding catheter was noted by the physician to be twisted at the sheath site. The guiding catheter had to be cut at the distal portion and a wire inserted into the mid-abdominal aorta. All equipment was successfully removed. A mild hematoma was noted at the left groin site.